Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08may2020.

Event description:
The customer reported the device can¿t be started and the battery voltage was to low. The device didn¿t charge the battery. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the pm (power management) board and the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 21apr2020. B4: 16jul2020. H11: h6: method code. Further review of this complaint file, it was found that the repair was performed by the biomedical engineer, not by philips field service engineer. This is a non-engineer material only (nemo) contract. The part was sent to the customer to repair the unit. Per response from biomedical engineer, the power management board and battery were replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.